Event description:
The customer reported via phone call that their insulin pump was exposed to moisture. The customer reported putting the insulin pump into the washing machine. Customer's blood glucose was unknown. The customer stated there was fluid under the insulin pump's lcd display. Customer did not observe any cracks on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage found on the motor, battery tube, or vibrator assembly however, the insulin pump had moisture damage was found on the electronics and keypad assembly during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.